Manufacturer narrative:
On (B)(6) 2024, the user reported that the cgm system showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. A review of the data management system (dms) revealed that the sensor readings were noisy, and few calibrations were rejected. Based on the escalation analysis a sensor replacement for sensor sn (B)(6) was approved due to its performance deviation, and the sensor was requested back for further investigation, and upon receipt, a visual inspection it was observed that the sensor had a significant portion of hydrogel missing over the optics, which is most likely to have been damaged during the removal procedure due to excessive force applied by the removal clamps. The sensor was tested in-house for its functional performance; however, the test result was inconclusive due to the missing hydrogel. A review of the dms data showed significantly low signal and reference channel values and declining sensor performance since insertion. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. As part of resolution, the RMA was authorized for sensor replacement. B4.date of this report 14 october 2024. G3.date received by the manufacturer? 08 october 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Event description:
On july 17, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.